Event description:
Reporter initially noted some hesitation when attempting to start phaco in position 3. Subsequent information received in 06/2003 stated a central capsular tear developed. Posterior vittectomy required. Va is 20/70 od. Prognosis: good after secondary procedure.